Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-aug-2019 with the following findings: a review of the pump black box showed pump reboot on (B)(6) 2019. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap threads were damaged/stripped. There was evidence of moisture corrosion inside the battery compartment and on the battery cap. Leak testing revealed a battery compartment leak. The battery cap contact height and width measurements were found to be within specification. The returned battery cap was unable to fit securely to maintain an electrical connection and the pump intermittently powered on, duplicating the power issue. The pump powered on using a test cap and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Unrelated to the complaint, the display was found to be dim and discolored. Report late due to transition from vmsr program.

Event description:
On 29-jul-2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.